Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced ongoing low blood glucose despite pausing the ilet for several hours, with a recorded blood glucose of approximately 80 mg/dl and difficulty maintaining glucose, while consuming carbohydrates and soda. Symptoms included hypoglycemia and perceived low glucose. Outcomes included no reported injury, no medical intervention beyond oral glucose intake, and no hospitalization or emergency care. Investigation included complaint handling with troubleshooting and user education, including counseling that pausing delivery would not reverse insulin already on board and advising the user to follow clinician guidance for treating low glucose. Investigation of this case revealed no device alarms or malfunctions reported and no device component issue identified, with the event consistent with physiological insulin action and timing of carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.